Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 20 (position out of range). The customer was unable to clear the error message because the customer doesn't have a used lifeband or the belt clip test aid to move the driveshaft to the home position. No patient involvement.

Manufacturer narrative:
The autopulse platform (sn (B)(6)) associated with this complaint will not be returned for evaluation. The customer cleared the user advisory (ua) 20 (position out of range) error message by using the autopulse belt clip test aid tool. The root cause for the (ua) 20 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. The customer tested the autopulse platform, and the platform functioned as intended. Therefore, service was not required to be performed by zoll. Per the battery hangtag - advisory codes description and action, user advisory (ua) 20 is the clearable error message and alerts the operator that the autopulse driveshaft is not within the normally acceptable range of positions. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. The driveshaft was rotated to the "home" position to clear (ua) 20 error.